Manufacturer narrative:
The returned device was evaluated and the investigation found the rotational sensor springs were improperly installed and observed to be leaning inward. This caused grinding on the commutator cap and the grinding debris was observed. The data shows cyclic timeouts and pulse width increases, but no abnormalities were seen with the rotational sensor data. This indicates the timeouts and pulse width increases did not hinder the device's ability to deliver insulin during the run. The data generated an 0x18 alarm. The plunger was observed to be positioned at 0% filled. No other damages or defects were seen. The hazard alarm, a safety feature not considered a malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning:  check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44: warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 23 mmol/l (414 mg/dl). In order to treat the high bg. A manual insulin injection was administered. The pod was worn on the patient's abdomen for between 4 and 24 hours.